Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer¿s blood glucose level was 503 mg/dl at the time of the incident and 533 mg/dl at the time of call. Customer has treated. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal and the insulin pump was not exposed to high magnetic fields. The pump displacement placement test and manual prime were successful. The insulin pump will not be returned for analysis.